Event description:
This rv lead was implanted on (B)(6) 2002. There was a red alert for high right ventricular pacing lead impedance detected (B)(6) 2011. The patient's physician is dr.(B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).